Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device got deactivated after 390 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of soft cannula was observed to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) reached 245 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide had not fully moved forward as intended; this indicates a needle mechanism failure occurred. Patient also reported the pod's was not fully secure on the skin. As treatment, a new pod was applied and a bolus (5.4 units) was delivered.